Event description:
Report received from analysis of the device that there was damage to the stent struts at the proximal crown. The physician attempted to place a biodiv ysio sv 2.5 x 10mm stent in the distal portion of the right coronary artery which was reported to be 2.5mm in size, 95% stenosed, tortuous and calcified. The vessel was predilated with a 2.5mm balloon catheter. The stent was then advanced to the lesion and after several attempts, the stent would not cross. The physician removed the stent delivery system by using an unspecified method. It was reported that the patient was stable throughout the procedure. There was no report of an adverse patient event.